Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at time of filing. Device lot number unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation while outside of procedure. Procedure. It was reported that the straight suction was bent. The instrument was found prior to starting the case as the site was opening the instrument before the patient was in the room. No patient present.